Event description:
It was reported to covidien that while doing a bedside percutaneous trach in ICU, to confirm trach placement a co2 detector was used. It did not change color, used a second one which started to change color then did not. Needed to use two to confirm. Medical intervention described as: confirm trach w bronchoscopy. No patient injury or ill-effects.

Manufacturer narrative:
The product was discarded. (B)(4), (2 of 2, reference the first report on 2936999-2013-00664).